Event description:
Reporter stated that customer received the following results on 2 different meters within 4 minutes: 26.7 mmol/l and 6.7 mmol/l (mobile system) and 9.7 mmol/l (aviva system) no actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, the suspect strips are no longer available.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4). Note: during investigation of meter memory, the result of 6.7 mmol/l was not found. A result of 6.7 mmol/l was found 28 minutes after the 26.7 mmol/l result. Device will not be returned.